Manufacturer narrative:
(B)(4). The fisher & paykel healthcare flexitrunk interface is designed to deliver non invasive positive pressure ventilation to a spontaneously breathing patient weighing up to 10 kilograms in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The bc5040 nasal prongs are designed to be used with the flexitrunk interface. Method: the complaint nasal prongs were not available for investigation as they were not returned by the hospital. Our investigation was carried out based on information provided by the hospital and our knowledge of the product. Results: the hospital had not provided a complaint sample. They informed us that the prongs had come off the flexitrunk interface and that there was no further patient consequence once the prongs were reconnected. No further issue with the prongs was reported. Conclusion: without the return of the complaint device we are unable to confirm what may have caused the problem reported by the customer. The user instructions that accompany the flexitrunk state the following: connect prongs or mask to nasal tubing ensuring that it is inserted fully. Check patient frequently for signs of redness, pressure sores or irritation which may result from extended prongs or mask use. Hourly checks are recommended. In addition, the user instructions provide step by step instructions with illustrations on the correct set-up and fitting of the flexitrunk tubing to a nasal mask or prongs.

Event description:
A hospital in (B)(6) reported that the bc5040 nasal prongs "came off" the flexitrunk interface. The infant became bradycardic and desaturated but recovered well once the prongs were reconnected.